Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, when stapling the connective tissue, on the fourth firing of the device, the reload had some problems with the handle main trigger. When they lifted the button up to open the jaws, the reload was articulating to the left. They then intentionally articulated the reload. Upon inspection of the bite of tissue, they did not noticed any exposed bands of tissue prior to firing. When firing, they noticed the bands of metal coiling out the side and getting larger. When retracting, much of the metal went back inside the reload, but not all. The reload was not able to be unarticulated and could not be removed from the adaptor and had to be removed from the patient with the trocar attached. The staples were deployed and looked fine. A new reload and adaptor was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the reload had a full complement of staples. The knife bar was herniated from the side of the reload and the jaws were unclamped. Due to the noted damage no functional testing was performed on the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. If information is provided in the future, a supplemental report will be issued.